Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was observed to have the front haptic stuck. No patient impact was reported. Further follow-up indicated that during the procedure, the lens was only partially delivered into the eye because the haptic became stuck on the plunger during delivery, rather than prior to insertion. Additionally, no extra surgical maneuvers outside the standard of practice were required to deliver or position the lens. No patient injury was reported, and no unplanned surgical interventions were required. No medications outside the standard of care were prescribed, and no additional procedures are planned. The patient outcome was not provided. No further information was provided.